Manufacturer narrative:
The device was not returned. With review of the available information, there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. There is no indication that the system was associated in any way to the drop in oxygen levels; however, the splint contributed to the difficulty of oxygen restoration in the patient. Possible clinical factors that might have contributed to the drop in oxygen levels include the patient's pre-existing medical history which includes copd, asthma, and obesity. After oxygen levels were restored, no further patient injury or medical intervention was reported as a result of this issue.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that while the patient was under sedation, they experienced trouble breathing and a laryngeal mask airway (lma) was used to restore oxygen levels. It was further reported that the user normally uses non-invasive ventilation mask to restore oxygen levels; however, such mask was not large enough to cover the mouth and chairside patient splint (cps) to create a complete seal. After placement of the lma, patient's oxygen level was still unstable. The surgeon and anesthesiologist worked together to manually manipulate placement of the lma until patient's oxygen level were stabilized. The patient was confirmed to be stable prior to the surgery; however, the surgical team did mention that they were concerned about the patient breathing condition while under sedation due to medical history. No further patient injury or additional medical intervention was reported as a result of this event.